Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose and the insulin pump alarmed power error detected. The customer¿s blood glucose level was 405 mg/dl at the time of the incident. It was reported that customer got another pump error detected within 4 hours of getting the power error detected. The customer also reported that the pump has not been exposed to temperatures below 41°f (5°c). The customer is not using a 620 or 640g pump with software version 2.6. The customer previously called to report a power error detected alarm. It was reported that the power error detected alarm recurred within a week of troubleshooting previous occurrence. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement. . Pump trace download analysis confirmed the pump alarmed power error. The power management tool confirmed power error was triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After electrical board connector was reset, the power management graph confirmed an abnormal trace still. The internal lithium battery was tested per appendix c: internal battery esr measurement and failed; problem isolated to charging circuit located on electrical board. Device received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, broken reservoir tube lip, faded serial number label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.